Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Additional patient code: (B)(4). Additional narrative: it was reported that patient underwent mesh repair on (B)(4) 2016 and covidien symbotex was implanted due to adhesion, incarcerated bowel and recurrent incisional hernia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.